Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included scopolamine [hyoscine]. The patient's medical history included ovarian cyst, left lower quadrant pain and vaginal lesion. (B)(6) 2017: final diagnosis result uterus and bilateral fallopian tubes, hysterectomy and salpingectomy bilateral essure devices identified in place. Gross description labeled with the patient's name "(B)(6)" and confirmed per epic as "uterus and bilateral fallopian tubes". Received is a 108 gram, 9.0 x 6,0 x 4.0 cm hysterectomy specimen with smooth serosa and bilateral fallopian tubes. The ectocervix is 4 cm in diameter with a 0.8 cm ovoid os. The endometrium is hemorrhagic and glistening, 0.3 cm thick. The myometrium averages 2 cm thick and is unremarkable. The right fallopian tube is fimbriated, 7.5 cm long by 0.8 cm in diameter. A gray metal wire is present in the isthmus. The left fallopian tube is fimbriated, 7 cm long by 1 cm in diameter. A gray metal wire is also present in the left isthmus. The right tube is differentially inked blue. Representative sections are submitted as follows: 1, anterior cervix. 2, posterior cervix. 3-4, anterior endomyometrium. 5-6, posterior endomyometrium. 7 representative fallopian tubes. Previously administered products included for an unreported indication: implanon from 2009 to 2011, paragard, omnipaque and mirena. Past adverse reactions to the above products included weight increased with implanon, mirena and paragard. Concomitant products included ascorbic acid;chromium;copper;folic acid;inositol;magnesium;manganese;nicotinamide;pantothenic acid;potassium;pyridoxine hydrochloride;retinol;riboflavin;selenium;vitamin b1 nos;vitamin b12 nos;vitamin e nos;zinc (multi vit), celecoxib (celebrex), docusate sodium (colace), ibuprofen, ondansetron (zofran), oxycodone hydrochloride;paracetamol (percocet) and phentermine. On an unknown date, the patient started scopolamine [hyoscine] at an unspecified dose and frequency. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping),"), migraine ("psychological or psychiatric problems condition:, migraines"), headache ("psychological or psychiatric problems condition:, headaches"), nausea ("psychological or psychiatric problems condition: nausea"), fatigue ("fatigue"), alopecia ("hair loss"), dyspareunia ("dyspareunia ((painful sexual intercourse)") and abdominal pain ("abdominal pain"), 12 days after insertion of essure. On (B)(6) 2017, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal vaginal bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),") and tooth disorder ("dental problems"). On an unknown date, the patient experienced anxiety ("anxious"), depression ("depression") and mental disorder ("psychological or psychiatric problems condition") and was found to have hormone level abnormal ("hormonal changes describe"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, headache, fatigue and abdominal pain had resolved, the dysmenorrhoea, menorrhagia, anxiety and depression had not resolved and the hormone level abnormal, vaginal haemorrhage, female sexual dysfunction, migraine, nausea, tooth disorder, alopecia and mental disorder outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, mental disorder, migraine, nausea, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: there is a small amount of contrast extending into the right fallopian tube but not beyond the coil. The left fallopian tube appears be occluded at the cornua. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 102.041 kgs. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Concerning injuries reported in this case the following ones were described in patient medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-may-2019: plaintiff fact sheet and medical records received. Reporter information updated. Patient demographic information updated. Product information female sterilization updated. Other relevant history and lab data updated. New product information details updated. Events: hormonal changes describe, abnormal vaginal bleeding, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition:, migraines, psychological or psychiatric problems condition:, headaches, psychological or psychiatric problems condition: nausea, dental problems, dyspareunia ((painful sexual intercourse), abdominal pain were newly added. Outcome of event pelvic pain was changed from ¿not recovered/ not resolved¿ to ¿recovered/resolved¿ . Incident- no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformant data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), anxiety ("anxious") and depression ("depression"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, anxiety and depression had not resolved. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), anxiety ("anxious") and depression ("depression"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, anxiety and depression had not resolved. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.